Event description:
It was reported that the pump touchscreen was cracked leaving it unresponsive and illegible. There was no reported adverse impact to customer's blood glucose. Customer reverted to using a replacement pump for insulin therapy.